Event description:
It was reported that the patient was unable to transmit device information via carelink due to implant detection feature being on. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.